Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with wound dehiscence at the chest incision and exposure of the lead and ipg. Physician brought the patient into the or, opened the chest incision, removed excess tissue from the wound, and closed. Physician prescribed antibiotics after the procedure.